Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for no delivery alarm. The customer¿s blood glucose was 21 mmol/l at the time of the incident. Customer¿s mother reported that daughter had received a no delivery alarm during normal use. Customer¿s mother reported that this was a reoccurring thing and they had tried different sites, infusion sets and models of infusion sets, they did not feel safe to continue with pump and suspected the problem was with insulin pump. The pump will be returned for analysis.